Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe unable to cut and suction properly even reducing the cutting speed during vitrectomy surgery. The surgery was completed after replacing it with new product. There was no patient impact.